Event description:
Information from the initial medwatch report ¿it was reported to 3b medical, inc. Dba react health, that a patient was admitted to the hospital for a ¿collapsed lung¿, which was potentially due to the luna g3 bpap ¿under ventilating.¿according to the durable medical equipment (dme) provider, the patient had been using this device for 18 days while receiving therapy at home. On 12/13/2025 the patient was admitted to an outside hospital for acute chronic respiratory failure. The patient¿s condition has since resolved, and they have been transitioned to a resmed device for support.3b medical, inc., has requested that the device be returned for an evaluation, however, the customer stated that they will not be returning the device at this time.3b medical, inc., has sent the react health connect data from the device to the manufacturer, bmc medical co., ltd (¿bmc¿), for analysis.a follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.new information for supplemental medwatch report 001 ¿the device's UDI number was obtained. As a result, section d4, d4 - primary UDI number, has been updated accordingly.3b medical, inc. Dba react health, performed an evaluation of the device. The device was connected to a test lung and the user settings were used during the evaluation. 3b was unable to confirm the customer¿s report of the device under ventilating. 3b observed that when ipap was set to 26cmh2o, the device achieved 26cmh2o and the device appropriately adjusted delivered pressure to maintain the clinician-set pressure. 3b determined that the tidal volume was not achieved due to the clinician-set pressure which limited the tidal volume to 183ml, approximating the tidal volume reported by the unit when used by the customer.the device was then returned to the manufacturer, bmc medical co., ltd (¿bmc¿), for an evaluation. Bmc advised 3b medical, inc. (Dba react health) that the device was found to meet specifications. No abnormalities were observed. Bmc, was also unable to identify any issues with the device which may have contributed to the patients alleged collapsed lung. The patient involved in this event was a 15 years old juvenile, which is outside of the population of the device indications for use.the luna® g3 bpap user manual advises the following "[p. 3]":"4. Intended use the luna® g3 bpap system is a bi-level pap (bi-level positive airway pressure) device designed for the treatment of adult obstructive sleep apnea (osa). The integrated humidifier is indicated for the humidification and warming of air from the flow generator device. These devices are intended for single-patient use by prescription in the home or hospital/institutional environment on adult patients. It is to be used on patients > 66 lbs / 30 kg for whom CPAP therapy has been prescribed. The system can deliver bi-level therapy or auto bi-level therapy. Warnings! This device is intended for adults use only. This device is not intended for life support."bmc performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable.based on the information available, the investigation determined that the cause of the reported issue was user error.

Event description:
It was reported to 3b medical, inc. Dba react health, that a patient was admitted to the hospital for a ¿collapsed lung¿, which was potentially due to the luna g3 bpap ¿under ventilating.¿ according to the durable medical equipment (dme) provider, the patient had been using this device for 18 days while receiving therapy at home. On (B)(6) 2025 the patient was admitted to an outside hospital for acute chronic respiratory failure. The patient¿s condition has since resolved, and they have been transitioned to a resmed device for support. 3b medical, inc., has requested that the device be returned for an evaluation, however, the customer stated that they will not be returning the device at this time. 3b medical, inc., has sent the react health connect data from the device to the manufacturer, bmc medical co., ltd (¿bmc¿), for analysis. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.